Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the unknown component at the cement to implant interface. Doi: (B)(6) 2017. Dor: (B)(6) 2020; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot - product code 150600006, work order 8426615 was manufactured on 02/dec/16. 12 parts were manufactured per specification and all raw materials met specification. There are no deviations or non-conformances associated with this lot.